Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the device was returned and analyzed with no anomalies found.

Event description:
It was reported by the physician that the loop recorder's gel patches were very dry. It was also reported that a good signal could not be obtained during the vector check and the vector check could not be performed properly. The loop recorder was not used. No patient complications have been reported as a result of this event.